Event description:
A report was received that the patient had difficulty communicating ipg with the remote control. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively. The device was not returned to bsn.

Event description:
A report was received that the patient had difficulty communicating ipg with the remote control. The patient will undergo an ipg replacement procedure.